Event description:
It was reported the catheter broke off during implant and was left in the patient's body. Hcp implanted another catheter. The pump was delivering prialt. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk, accessory model# 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).